Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned for evaluation. A visual inspection reported no defects. The functional evaluation confirmed that the device could not generate and control negative pressure, establishing a relationship between the reported event and the device. The root cause has been identified as a defective motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event, currently being monitored, with actions being taken to reduce further instances. This investigation is now complete. S+n will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that the device could not generate and control negative pressure because the vacuum motor was defective. No patient harmed and no injury reported because this was found during service and repair.